Event description:
It was reported that the guidewire broke off during procedure and the broken segment remained in the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).